Event description:
The hospital reported that the sb-1000 standard blades (right) malfunctioned and it wasn't working proper. No injury to the patient was reported.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000293769 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the no specific failure mode. H3 other text : device not returned.

Event description:
The hospital reported that the sb-1000 standard blades malfunctioned and it wasn't working properly. No injury to the patient was reported.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.